Event description:
Reportedly, the patient went to the hospital to attend a follow-up on (B)(6) 2020. No anomaly was observed during the follow-up. At the end of the follow-up, the physician pressed on the reset button. The programming head was removed, while parameters were programmed. The interrogation session was not closed and the programming head had not been replaced over the implant. Afterwards, while attending a medical examination, the patient developed twitching. As the interrogation session had not been closed, the physician decided to place the programming head over the implant, without reaction. Once the physician closed the current interrogation session and re-interrogated the pacemaker, a pop-up message stating ''go to safety mode'' was displayed. The physician thus re-programmed the pacemaker to the previous settings. Test results remained similar to those observed at the beginning of the follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient went to the hospital to attend a follow-up on (B)(6) 2020. No anomaly was observed during the follow-up. At the end of the follow-up, the physician pressed on the reset button. The programming head was removed, while parameters were programmed. The interrogation session was not closed and the programming head had not been replaced over the implant. Afterwards, while attending a medical examination, the patient developed twitching. As the interrogation session had not been closed, the physician decided to place the programming head over the implant, without reaction. Once the physician closed the current interrogation session and re-interrogated the pacemaker, a pop-up message stating ''go to safety mode'' was displayed. The physician thus re-programmed the pacemaker to the previous settings. Test results remained similar to those observed at the beginning of the follow-up.